Manufacturer narrative:
Phone number: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photos of the sample was provided for evaluation. Visual inspection of the pictures showed that the cone of the male luer lock of the return line was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex st100, an external fluid leak was observed at the return luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.